Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause is not known. The lead was taken directly from the kit and implanted and showed a short right away. Impedance checks were made, but the short did not resolve. Programming was done to not use the shorted contact. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported one contact on the lead had a short and was unusable. An impedance check was performed for troubleshooting. No symptoms were reported. No further complications were reported or anticipated.